Event description:
The customer's blood glucose result was 285mg/dl on the accu-chek advantage system in comparison to 108mg/dl on the professional meter. The results were obtained within a ten minute timeframe. No actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.